Manufacturer narrative:
In response to FDA report number mw5073110. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "diagnosis of bia-alcl right breast." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a report from a healthcare professional of "diagnosis of bia-alcl right breast." Device has been explanted. Histopathological markers were not reported.